Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that a patient's name was stuck on the patient list, although the patient had been discharged, which caused two patients to be assigned to the same room and the nurse could accidently pull double meds. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's name was stuck in the patient list and might require a server sync. A technical support specialist assisted and verified the functionality of the device. The system functioned as intended after the customer resolved the issue. E.1. Initial reporter email address: (B)(6).